Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The determined error patterns indicate that the cause for the described issues is excessive use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "ultra", had a broken lens. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found broken lenses in the optical system. Furthermore, the following additional issues were identified during inspection: bents and dents on the outer tube, a dented distal edge, and minor dents and scratches on the eyepiece funnel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.